Manufacturer narrative:
Upon follow up it was reported treatment with amikacin and imipenam was discontinued (date not reported). The patient was discharged from the hospital two days after admission (previously reported as the same day as event onset). It was reported the patient was recovered from the event the day following event onset (previously date not reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis and began treatment with injection of vancomycin (1g, start dose, discontinued the same day, route not reported), injection of amikacin (100mg per day, route not reported) and injection imipenem (1g per day, route not reported) for peritonitis. Treatment with amikacin and imipenem was ongoing. On an unreported date dianeal therapy was discontinued. At the time of this report the peritonitis was resolved. It was reported the patient was discharged the same day as admission. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.